Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not provided. Customer delivered a correction bolus via pump to address bg. There was no adverse impact to the customer¿s blood glucose level.